Event description:
Medtronic received information that pump error 2, pump error 63, pump error 28, pump error 79 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S.w version 4.10e. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 2, 28 and pump error 79 alarm noted during the testing. However, pump error 63 alarm (variableinfo=09) confirmed in the pump history due to software error.